Event description:
Physical therapist was assisting pt to get up on side of bed. Hinge closure around trapeze bar broke causing triangle hand bar to hit pt on right temple area. MFR's rep was at the hosp on 8/10 and inspected the device.